Event description:
It was reported that the following a physical therapy due to an accident, the patient was having difficulty charging the device despite troubleshooting attempts. The patient experienced pocket pain, non-target, intermittent and inadequate stimulation. Computed tomography (CT) scan was performed and no abnormalities were found. The patient underwent spinal cord stimulator (scs) replacement procedure. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number:(B)(6), batch/lot number: 7109320, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7109932, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318, batch/lot number: 29406450, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).